Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information the patient underwent surgical intervention for ipg no intervention steps were taken for the leads. Patient¿s system was able to go into MRI mode.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2019-11989. Related manufacturer report number 3006705815-2019-04163. It was reported patient had heating sensation during an MRI. The system was placed in MRI mode. Surgical intervention may be pending for this issue.